Manufacturer narrative:
Product ID: neu_unknown_cath lot# serial# unknown, implanted: 2010 (B)(6); product type catheter product ID: 8780 lot# serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that following a catheter revision which was done about 2-3 months ago (please refer to MFR report # 3007566237-2013-00467 for this event), patient was hearing music, his equilibrium was off, from the prialt; ¿he was weirded out¿. Patient¿s pump was currently turned all the way down. The healthcare provider (hcp) wanted to take the prialt out and then put it back in. Patient was currently taking oral morphine for pain and was looking for a hcp to manage his pump. Additional information has been requested; a follow-up report will be sent when it becomes available.